Manufacturer narrative:
Carefusion file identifier: (B)(4) . Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4) .

Event description:
The customer reported while using the vela ventilator the touchscreen is not responding to touch and that there is a huge spot on the screen. The customer reported that there was no patient involvement.

Manufacturer narrative:
The carefusion failure analysis laboratory received suspected component, a vela front panel assembly, for evaluation. An evaluation of the component indicated fluid ingress spots in the touch screen. The touch screen was irresponsive and could not be calibrated.